Event description:
The medical surveillance specialist (mss) spoke with the patient on september 30, 2009, to obtain/verify the following information: the lay user/patient contacted lifescan (lfs) customer service on september 20, 2009, alleging that his "code 38" onetouch ultra test strips were giving him inaccurate meter readings. He claimed that this reported issue occurred with all of his 5 onetouch meters. The patient was unable to provide the serial numbers for all of the meters but he confirmed that at least 2 of the meters were onetouch ultrasmart meters. The patient stated that the reported issue occurred when he began using the "code 38" test strips "about 1 week before" he contacted lfs. The patient was getting meter readings in the 300's mg/dl when he was expecting something around 150 mg/dl. He did not expect his meter readings to be high since he was following strict diet. He described an incident that occurred 3-4 hours after the alleged issue occurred where be became hypoglycemic. The patient had taken his byetta shot (5-10 micrograms) before dinner. He then ate dinner and then retested again 1 hour afer he had taken his byetta shot. When he retested, he got a reading around the 300's mg/dl. As a result of his meter readings, he did not eat anything. He claimed that within a few hours, he started to feel shaky, sweaty, thirsty, and dizzy. The patient tested on his other meter with a different lot of test strips and got a "40 mg/dl" blood glucose result. He then administered self-treatment with food/drink. This complaint is being reported because the patient claimed he became hypoglycemic after obtaining an alleged high meter reading. Replacement products wer sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.